Event description:
Allegedly, the bulb on the lightsource was 117 hours, but would not send out any light.

Manufacturer narrative:
Additional information will be provided once investigation is completed.